Event description:
An electronic report was received from a user dialysis facility who reported that the arterial chamber valve separated and popped off during a dialysis treatment. The pt was given saline and the treatment was discontinued. The pt did have a 250 ml blood loss. A new set of hemodialysis bloodlines were set up on the machine and the dialysis therapy was resumed. The pt completed prescribed therapy as ordered. There is no report of pt injury or intervention that resulted from this event. The pt was discharged to home at the end of their treatment. A companion sample is available for an evaluation.

Manufacturer narrative:
Section f: (3) fort smith reg'l dialysis ctr, 1200 central poteau, ok, 74953.